Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced multiple syncopal episodes. The patient reported presenting to the hospital a few different times following the episodes and the device outputs were increased. They also reported a conductor fracture with a previous non-bsc lead. Additional information received from the local field representative indicated that most recently when the patient presented to the hospital, the device was evaluated. All lead measurements were stable. Isometrics were performed and no noise or pacing inhibition was identified. The patient was admitted for further testing. Loss of capture (loc) was noted while on telemetry. An x-ray was performed an no anomalies were identified. A revision procedure was performed and the device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) due to complete heart block. The non-bsc rv lead was also tested with the pacing system analyzer (psa) and lead measurements were normal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.